Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10. Reported event was confirmed by review of medical records provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Medical records and x-ray review indicates that right total knee arthroplasty with loosening of the entire tibial component. Hyper density along the lateral aspect of the joint space is of uncertain etiology and could represent cement or heterotopic ossification. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical product: persona articular surface fixed bearing posterior stabilized (ps) catalog # 42522400412 lot # 62384597; persona femur cemented posterior stabilized (ps) catalog # 42500005802 lot # 62417581; persona ve all poly patella catalog # 42540200029 lot # 62726872; 2.5 mm female hex screw 25 mm length catalog # 42509902525 lot # 62417031; headless trocar drill pin 3.2 mm diameter 75 mm length catalog # 00590102000 lot # 62566004. Customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation  has been completed, a follow-up MDR will be submitted.  Multiple MDR reports were filled for this event: 0001822565-2020-03179. Not returned by hospital.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient had fall and was revised due to tibial pain. Attempt for further information has been made, but no further information has been provided.